Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20sep2021. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2021, repeat CT head scans were performed and confirmed no worsening of stroke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2021. There was a lot of bleeding. On the 3rd redo-sternotomy, the surgeon performed a left lateral thoracotomy with a mini sternotomy. The surgeon took the patient back to the operating room due to constant bleeding. The following day tests were performed due to signs/symptoms of stroke. An embolic stroke was confirmed and patient was transferred for higher level care at a stroke hospital where a thrombectomy was performed. The patient had a right middle cerebral artery (mca) stroke that was confirmed by the CT scan. Initial stroke symptoms were no movement of left arm and leg. 12 hours after thrombectomy completed, the patient was moving both left arm and leg with left arm weakness improving throughout day. The patient was extubated, eating, drinking, and progressing appropriately.